Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle wouldn't prime or transmit insulin, and others reportedly broke off either into the skin or pen during use. Additionally, another pen needle was discovered bent and pressed through the green cap, poking a hole through it. The following information was provided by the initial reporter: "I have used your pen needles for years. I just wanted to inform you that the last box I received from my pharmacy has been full of duds. The last pen needle I just tried to use wouldn't transmit my insulin. It's like it had no hole in it. I couldn't even prime because the insulin just wouldn't go through. I've had three needles that were somehow bent before I even used them, and seven that have broken off while in use, either into my skin, which is horrifying and disgusting, or into the pen, causing a safety and hygiene issue. I pay such a high copay for these needles and I am so disappointed at the lack of quality control. These are supplies I need to survive and I'm just burning though them because they don't work consistently. I wish I had more information of the batch but I threw the box away weeks ago. I'm concerned".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle wouldn't prime or transmit insulin, and others reportedly broke off either into the skin or pen during use. Additionally, another pen needle was discovered bent and pressed through the green cap, poking a hole through it. The following information was provided by the initial reporter: "I have used your pen needles for years. I just wanted to inform you that the last box I received from my pharmacy has been full of duds. The last pen needle I just tried to use wouldn't transmit my insulin. It's like it had no hole in it. I couldn't even prime because the insulin just wouldn't go through. I've had three needles that were somehow bent before I even used them, and seven that have broken off while in use, either into my skin, which is horrifying and disgusting, or into the pen, causing a safety and hygiene issue. I pay such a high copay for these needles and I am so disappointed at the lack of quality control. These are supplies I need to survive and I'm just burning though them because they don't work consistently. I wish I had more information of the batch but I threw the box away weeks ago. I'm concerned".